Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : 2918780. Device history batch : null. Device history review : a previous device history record (DHR) review on legacy complaint wpc (B)(4) found no anomalies. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This is a duplicate report of 1818910-2019-93818. 1818910-2011-19028 is being retracted as it is reported duplication. 1818910-2011-19028 will be kept for investigation purposes.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
Ppf and medical record received. Ppf alleges loosening of cup, dislocation, loosening of stem and fracture bone and component. After review of the medical records, the patient was revised to address the internal fixation of a subtrochanteric and trochanteric fracture of the left femur. Revision note has no fractured component reported. The stem was reported in the third revision for the alleged fractured bone and loosening of the stem. Doi: (B)(6) 2009, (head and cup); dor: (B)(6) 2009, (head), 1st revision; dor: (B)(6) 2010, (cup), 3rd revision.